Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, d.10, h.3, h.6. Device evaluation: analysis of the returned device identified; opening curved and underweight. A visual and microscopic analysis was performed which identified; sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Additional information: the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via healthcare professional a right side rupture. Device remains implanted.